Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that refrigerator was failed and not detected on bus. The field service engineer (fse) shut down the helmer, then powered down the station before rebooting the helmer and allowing it to fully initialize. The station was restarted, the failed hardware condition cleared. The issue was resolved after the full reboot sequence. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, refrigerator disconnected from bus. Error message shows disconnected from bus. Customer rebooted refrigerator and pyxis and used bypass keys to reset all drawers but issue remains the same. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.